Manufacturer narrative:
Continuation of d10: dtma1d4 crtd implanted: (B)(6) 2021.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to getting quite a few shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead for high sensing integrity counter (sic) and high rate non-sustained episodes, and a rv lead noise warning triggered for oversensing and noise. It was suspected that the oversensing on the rv lead resulted in inappropriate therapies. A magnet was placed over the device to disable detections. The rv lead was later capped and replaced. No further patient complications have been reported as a result of this event.